Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The spherical reservoir was visually inspected, and leak tested. There were three cuts on the kink resistant tubing (krt) from tool/sharp instrument damage consistent with explant. The spherical reservoir shell had no leaks and no visual abnormality found upon inspection. The cylinders were visually inspected and functionally tested. Both cylinders had wear at a fold on the cylinder bodies. Both cylinders had a hole by the proximal end of the cylinder body where a leak was found from tool/sharp instrument damage consistent with explant. The pump was visually inspected and functionally tested. No leaks were found. The pump did not pass activation testing or valve deactivate state test which indicates the fluid was flowing through the pump when it should not have been. This confirms the clinical observation of a fluid-filled pump. The reported patient symptom of pain is a known inherent risk of device use as noted in the instructions for use.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pain in the area of the pump. The pain was due to the pump that was filled with fluid. A new tactra penile prosthesis was implanted. No further patient complications were reported..

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pain in the area of the pump. The pain was due to the pump that was filled with fluid. There was no problem with the device function. A new tactra penile prosthesis was implanted. No further patient complications were reported.